Manufacturer narrative:
The lot number of the complaint product is unknown and the actual complaint product was not made available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a health professional on (B)(6) 2016, an optometrist¿s office reported that a male consumer had a corneal ulcer while using the complaint contact lenses. It was reported that the consumer stopped using the contact lenses while undergoing an unspecified treatment and resumed the contact lens wear without any issue. No additional information was provided at the time of this report. Additional information about the location of the ulcer on the cornea, the treatment prescribed and medical records has been requested, but has not been received yet.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).